Manufacturer narrative:
The reported event of helix damage was not confirmed. As received, a complete lead with stylet inserted was returned in one piece. The helix was returned extended and clogged with blood/tissue. After cleaning and by applying torque to the connector pin, the helix could be retracted and extended with no anomalies noted. The helix extension length measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were found.

Event description:
It was reported that during implant procedure, helix of patent's lead was damaged. The lead was not installed, and the procedure was completed using an alternate lead on 19 aug 2024. The patient was stable.